Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/4/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested; the following was obtained: please provide lot number. Unk please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a spine procedure on an unknown date and barbed suture was used. During a cervical laminoplasty, there was no problem when the package was opened, but the suture was broken suddenly at the proximal end part about a quarter of it when the needle was used to the patient and the suture was pulled. No contact with sharp instruments during use or hand over it. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.